Event description:
A customer reported via webform a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer required third-party intervention by a relative, a neighbor, a friend who provided juice, sugar, food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer required third-party intervention by a relative, a neighbor, a friend who provided juice, sugar, food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Attempted to scan the sensor with evaluation module (evm), sensor did not scan. Data extraction was not successful. De-cased the returned sensor and performed visual inspection of the printed circuit board assembly (pcba), and no issue was observed. The returned battery has been measured and results were not within specification. Extended investigation was also conducted. A visual inspection on the returned de-cased sensor revealed corrosion caused by liquid ingress on the pcba, which can increase resistance and cause the components to fail. The pcba ground pad, a critical part of the sensor¿s power circuit, also showed corrosion. Liquid ingress can also cause the battery to deplete rapidly, preventing the sensor from receiving power. Therefore, this issue is confirmed due to liquid ingress. All pertinent information available to abbott diabetes care has been submitted.